Manufacturer narrative:
No reported patient or surgical involvement. Exact date of device breakage is unknown; a malfunction was reportedly discovered on (B)(6) 2016. Actual breakage discovered during manufacturer evaluation, which was completed on june 10, 2016. The device was manufactured prior to the FDA¿s unique device identifier requirement. Device is an instrument and is not implanted or explanted. The 510k regulatory information for this device is not available. Product investigation summary: one (1) long replacement shaft (part: 314.45 / lot: unknown) was received for evaluation. A visual inspection, functional test, and drawing review were performed as part of this investigation. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. The screwdriver shaft shows a roughly transverse break at the distal end of the device. The broken portion was not received. The received condition of the screwdriver shows signs of significant use. The break on the screwdriver is the result of force beyond the yield strength of the material and would not be expected when used as intended. During the investigation, no product design issues or discrepancies were observed. Without a valid lot number, a review of the device history records could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that an inventory check and basic maintenance was being carried out by sterile processing on (B)(6) 2016. During this check, (B)(4) devices from a large distractor set on consignment were found in need of replacement or repair. There was no reported patient or procedural involvement. All (B)(4) devices were assessed for reportability, but only seven (7) met the criteria for reporting at this time. They are as follows: part 394.46 / lot unknown / quantity: 1 ¿ stripped, part 394.45 / lot 2271105 / quantity: 1 ¿ stripped, part 394.45 / lot 2049 / quantity: 1 ¿ stripped, part 394.45 / lot 2241769 / quantity: 1 ¿ stripped, part 394.46 / lot 9281665 / quantity: 1 ¿ stripped, part 328.010 / lot 1834593 / quantity: 1 ¿ broken, part 319.006 / lot a4jy261 / quantity: 1 ¿ broken tip. Update: upon receipt of the devices, it was determined that the tip of this long replacement shaft was broken. The device has been re-assessed and is not determined reportable. This report is in addition to the 7 reports previously submitted for (B)(4).